Event description:
It was reported by the affiliate that the (1) tct75 was used during a gastrectomy. It was reported that the stapler showed problems when it was fired. It did not staple completely. The procedure was completed with manual suturing. There was no consequence to the pt.